Event description:
When the patient was being seen for scheduled programming, the clinician could not obtain lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's device has been scheduled.